Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a primary set was leaking chemotherapy from the micron filter. There was no report of patient involvement and no report of patient harm.

Manufacturer narrative:
Date returned to mfg: 7/24/2019. Received one used ndehp pe-lined plum 0.2flt-sl. No visual defect in the 67-1659 filters. The drip chamber was not returned, examination of the tube shows that it was cut. The returned set was leak tested and there were no leaks observed in the inlet and outlet filter. The vent plug juncture was tested and there was no leakage observed in the filter. The reported complaint cannot be confirmed. The lot review was performed with no issues noted.